Manufacturer narrative:
Supplemental submitted to include UDI.

Event description:
It was found that the stair tread/tracks would not engage due to the track belt becoming detached/disconnected. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was found that the stair tread/tracks would not engage due to the track belt becoming detached/disconnected. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.